Manufacturer narrative:
(B)(4). The device was discarded and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set leaked at the y-site after the IV was flushed with saline. This caused the blood to back up in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.